Event description:
Sheath placed on venous side of upper left arm graft, prior to discovery of malfunction, amplatz, ultra stiff wire, another manufacturer's 5x4 balloon, another manufacturer's 5fr catheter, another manufacturer's catheter without sheath and another manufacturer's 7x4 balloon put through sheath without complications. Another manufacturer's 10x4 balloon put through sheath, dilated and deflated. Balloon then rewrapped and put back through sheath and inflated & deflated without complication. Balloon taken out with normal resistance, could not flush through side-arm of sheath after withdrawing 10x4 balloon. Sheath had turned inside out and backed up to the check-flo valve leading the physician and techs to believe part of it had sheared off. A cat scan was ordered, but it did not show any part of sheath in patient. Sheath was taken apart and then discovered to have turned in on itself and be backed up to the valve, blocking the side-arm hole. Important to note that we do not know when inversion took place, as more resistance was felt with one of the balloons than with the other.

Manufacturer narrative:
The device was returned in an opened, used and damaged condition for investigation. We are not able to determine at this time the root cause of this event. However, based on the information provided and the results of our investigation, it is feasible to suggest this incident was the result of a procedurally related event. Our quality control department verifies the lumen patency of this device 100% prior to further processing. Additionally, they verify the correct size of the sheath material, proper french size, and that the device is free of bends, kinks, and other surface imperfections. Nevertheless, the appropriate individuals were notified of this matter and we will continue to monitor for similar reports.